Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was getting ready for a normal implantable neurostimulator (ins) replacement. Caller reports during the transfer to the new percept, invalid device message was seen. Caller reports she moved to the other room during the transfer, transfer was successful. Issue resolved. Additional information as received stating that the issue was resolved and there was no further information.